Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. Imaging was suboptimal due to shadowing from the steerable guide catheter (sgc). During the procedure, the clip opened slowly to approximately 120 degrees following advancement into the ventricle. The clip was subsequently retracted into the atrium, where it was observed to be impeded due to chordal entanglement within the gripper. A tissue injury was also noted. Despite this, the clip was deployed on the leaflets. Post-procedure, the mr was reduced to grade 1. No clinically significant delay was reported.